Event description:
When the dual drive console (ddc) was switched from ac to battery power, one of the two modules stopped functioning. The unit was immediately reconnected to ac power and the module resumed functioning. There was no reported effect on the pt. The ddc was examined at the site and it was found that the slip terminal on the 6v dc battery had disconnected causing the top module to malfunction when switched to battery power. The battery terminal was crimped and reconnected which corrected the problem. The cause of the disconnected battery terminal is unknown. No corrective action has been implemented as the cause of the slip terminal coming loose could not be determined.